Manufacturer narrative:
1038671-2024-01734 report number d10: 02-012-44-2511 - logic tibia implant psc insert, sz 2.5, 11mm; 201-78-25 - small headed sharp pin, 1 1/8" 4 pack; 200-02-29 - three peg patella 29mm; 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01734. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported via legal documentation that approximately 31 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, instability, and polyethylene debris. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.